Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was replaced, due to it being at end of life and was confirmed nothing was wrong with it. Following the replacement contact eight was out of range. It was indicated that the rep could not do an impedance check before the replacement, so they stated it could have been an existing issue. It was reported that the physician removed the lead three times and dried it off to see if it would resolve the issue, but the issue was not resolved. The stated that they did not use the contact for the patient¿s coverage. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were impedances of over 40k ohms on contacts 8, 9, and 14. The rep speculated that the lead might be slipping out of the header block. The rep stated that the ins was at normal eos, so they couldn't interrogate prior to replacement but patient indicated no issues and everything was fine the last time stimulation was on. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-nov-11 noting that they were able to program around the problem electrodes but it was unknown if an issue would continue. No further complications were reported.